Event description:
Further data was reviewed by the manufacturer. The voltage overtime was reviewed. There were no unexpected voltage drops indicative of asic latch-up condition (or electrostatic exposure) in the data. There was no indication to the cause of the battery life remaining based on the voltage being inconsistent with the battery life remaining based on the history of therapy delivered. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It war reported by a treating medical professional that the patient's generator was already at 18-25% battery status indicator after being implanted in 2017. The treating provider believed the generator had depleted prematurely. Review of the internal data found that the % battery consumed based on therapy provided was inconsistent with the battery voltage, which is indicative of premature battery depletion. Impedance was within normal limits. The device history records of the suspect device were reviewed. The generator passed final functional and quality specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.